Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were wondering if their device was working correctly. Patient said they just charged yesterday, but now they were having to charge again because the implant was almost out of battery. Agent asked, patient said the implant usually lasted longer than that. Patient then said they had been noticing that lately, starting a couple weeks ago. Patient confirmed they had not adjusted their settings at all around the time they started noticing the issue. The patient was redirected to their healthcare provider to further address the issue and check settings.